Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 48mg/dl which was treated with food. Customer¿s current blood glucose was 145mg/dl. Customer stated that insulin pump exposed to ultrasound equipment for her eyes. Customer stated that they had alert like sensor updating and change sensor. Insulin pump will not be return for analysis but sensor will be return for analysis.